Event description:
Customer reported a regulator error after each shot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the analog interface, x-ray regulator, and generator driver boards. System operates as intended.